Event description:
The customer called for help with her new contour meter. While performing control tests, she received a result of 52 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.